Manufacturer narrative:
The customer did not request service for the system. The system was manufactured on september 18, 2012. Based on quality assurance assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The wet returned cassette sample was visually inspected and no obvious defects were observed. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated system representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The iop was stable during functional and performance testing. The iop stayed active during testing process. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No system message appeared on the screen during functional testing. The fluid flowed from balance salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process could be performed after functional test had completed. The sample passed functional testing. The lot number cassette complaint history was reviewed, this is the sixth complaint for the finish goods lot number; however, the third for this issue for this lot number. The device history record shows the product was released per specifications. The root cause of the customer's complaint could not be established; the returned cassette sample functioned per specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a fluidics failure as they ran out of balanced salt solution (bss) during a procedure. As the bss was depleted, when they tried to reprime and it did not pass the test. The procedure was completed after replacing the cassette pak with another one. There was no harm to the patient. No additional information is expected.